Manufacturer narrative:
(B)(4). A visual examination of the incident device revealed tissue between the jaws. When latched closed, the jaws aligned properly to each other. The device was tested for resistance, jaw gap, jaw splay (lateral misalignment) and spring compression and all tests were within the specification. The device was also tested on simulated tissue for proper activation and knife function with acceptable results. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The customer reported that the device did not seal completely although an end tone, indicating a completed seal, was heard. Another device was used to completed the procedure without incident. There was no patient injury.